Event description:
Caller reported a tandem mobi cartridge alarm, but there was no adverse impact to the customer¿s blood glucose level. Technical support confirmed a cartridge alarm 30 and decided to replace the pump as a solution. The customer agreed to put the pump into storage mode before returning it and to send it back within 10 days using the provided return box and pre-paid label. They understood the need to transfer pump settings and connect their cgm to the replacement pump. Technical support confirmed the customer's shipping address and sent a replacement pump without requiring a delivery signature.